Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned with the is-1 severed. An x-ray taken showed the tip of the lead was fractured and stretched. The stretched observations could have been due to the explant damage. The reported clinical observation could not be confirmed by laboratory analysis.

Event description:
Boston scientific received information that during the implant when this right atrial (ra) lead was implanted it came in contact with the chorda tendinea of tricuspid valve, thus the lead could no be removed after multiple attempts. The physician was able to finally remove the lead. The lead will be returned. No adverse patient effects were reported.